Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective potentiometer. The potentiometer was replaced to resolve the reported malfunction and subsequent functional testing was completed without further issues. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the s3 roller pump stopped and displayed a numerical error during priming. The perfusionist turned off the pump and restarted it after a few seconds and the issue did not recur. There was no patient involvement.